Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. As the physician attempted to cross the lesion with a taxus express2 2.5 x 24 mm stent, significant resistance was encountered. Consequently, the stent could not cross the lesion. Once the stent was outside the body, the physician noticed that one of the stent struts had flared. No pt injuries or complications were reported. A new 2.5 x 24 mm stent was used to successfully complete the procedure. Pt status is reported as "satisfactory/good."